Event description:
Pentax therapeutic linear ultrasound endoscope was disinfected this past saturday. All channels of the scope were flushed with alcohol until they ran clear. This was followed with the application of forced air. When the md tested the scope, prior to it being used on the patient, she noted black liquid coming from the distal tip of the scope. The distal tip was wiped with a gauze pad. The pad came away with streaks of a black, oily appearing substance on the gauze. The scope was immediately removed and replaced by another scope that tested satisfactorily. The defective scope passed the dry and wet leak test after it was removed from service.